Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) machine during use. The patient was connected at the time of the alarm. Two small drops of fluid were found near the medicine port of the supply bag. Technical service representative (tsr) assisted to clear the error and informed the hp of the error's meaning. The hp was going to complete therapy using manual bags. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.